Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus even after a reboot. The field service engineer (fse) found that the pockets were also not detected, so diagnostics were run and the device was shut down. The fse then reseated the row board cables in the drawer, rebooted the device, and performed testing. The customer verified the fix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer was not detecting on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.